Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device, or a picture of the alleged defect reported, was not received by the manufacturer at the time of this report. Based on the lot number provided, for which the device history record resides at (B)(4) facility, the (B)(4) lot numbers for component tfx-001743 were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint during the manufacture of the material. Customer complaint cannot be confirmed based only on the information provided. Corrective action cannot be established at this time. In order to perform a proper investigation and determine the source of the alleged defect reported, it is necessary to evaluate the device sample involved in this complaint. If the device sample becomes available at a later date this complaint will be updated.

Event description:
Customer complaint alleges the device "connection adapter faulty - cannot connect to the oxygen point." Alleged issue was reported as detected prior to patient use. There was no report of patient involvement. There was no report of patient harm.

Manufacturer narrative:
(B)(4). A 340 ml water bottle, lot 581167, with an 040 humidifier adaptor attached to the water bottle was received for evaluation. A visual exam was performed and it was observed that the snap cap on the 040 humidifier adaptor was pushed down too far on the adaptor body. The DHR (product code 003-40, lot 581167) was reviewed to identify 040 humidifier lots packaged with this lot of water. It was found that 040 humidifier lots 15k16 and 07k16 were packaged with this lot of water. Following are the results of the DHR reviews for 040 humidifier lot 15k16 and 07k16: a review of the manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections shows one non-conformance that has no impact on the quality issue reported. Non-conforming material was sorted for a defect, re-inspected, and found to be acceptable per internal specification. The complaint was confirmed for adaptor not connecting to the o2 port. The humidifier adaptor snap cap was pushed down too far on the adaptor body not allowing the adaptor to connect to the o2 port. A non-conformance was opened to further address this issue.

Event description:
Customer complaint alleges the device "connection adapter faulty - cannot connect to the oxygen point." Alleged issue was reported as detected prior to patient use. There was no report of patient involvement. There was no report of patient harm.